Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess test well images in question, which showed that they were visually negative. The immucor laboratory tested retention product on 05oct2017, which performed as expected.

Event description:
On (B)(6) 2017, an immucor employee visiting a customer site reported, on behalf of the customer site, an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo echo instrument.